Event description:
It was reported that a user of the ilet experienced episodes of hyperglycemia prior to performing a factory reset, with highest blood glucose readings of approximately 330¿340 mg/dl, while reporting correct meal announcements, proper infusion set placement without noted bent cannulas, and use of the pump for all insulin delivery. Symptoms included no reported physical complaints despite elevated glucose levels. Outcomes included transient hyperglycemia lasting 1¿2 hours before returning to target, with device alerts for glucose over 300 mg/dl and no hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction, with the user perceiving that the device delivered insufficient correction insulin at times and excessive meal insulin at other times, and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.